Event description:
It was reported that the during 90d remove surgery, the surgeon used the multiangle alignment tool for removing the screw. However the tip of the multiangle alignment tool broke. Therefore the surgeon tried to remove screw using the multiangle screw inserter. However the tip of the multiangle screw inserter was deforming. The surgeon used the broken multiangle alignment tool, and removed screw.

Manufacturer narrative:
Method: functional evaluation;results: the product was released from manufacturing over 11 years ago. The instruments have a finite life and are subject to fatigue and wear associated with normal use. The most likely cause of the reported fracture is fatigue of the instrument over an extended product lifetime.conclusion: the sr90d m-a adjustment tool was confirmed to have a fracture tip, 1 of the 4 prongs fractured. The issue occurred while the surgeon was removing a screw during a revision surgery to extend the construct. The product issue caused a 3 minute surgical delay.

Event description:
It was reported that the during 90d remove surgery, the surgeon used the multiangle alignment tool for removing the screw. However the tip of the multiangle alignment tool broke. Therefore the surgeon tried to remove screw using the multiangle screw inserter. However the tip of the multiangle screw inserter was deforming. The surgeon used the broken multiangle alignment tool, and removed screw.